Event description:
A female patient reported that she experienced ocular pain and redness and was later diagnosed with unspecified 'corneal damage' after misusing consept 1-step disinfecting solution. She reported that she soaked her lenses in (consept 1-step and then rinsed them with more solution before applying the lenses to her eyes. She indicated that she thought the hydrogen peroxide solution was a multipurpose solution and used it as such. She sought medical treatment later in the evening because the symptoms became severe. She said she had corneal damage in the right eye. She was still experiencing pain at the time when the report was taken. The pt/reporter hung up before her age, contact info or a product lot number could be obtained. It is unk if she required prescription medication or how long it was before her symptoms resolved.

Manufacturer narrative:
Pt did not provide any info and hung up before the data could be collected. Concomitant products: pt hung up before data could be collected. (B)(4). As the lot number is unk, it is also unk when the product was manufactured. All pertinent info available to the MFR has been submitted.